Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the elevated bg by a correction bolus via the pump. The customer resumed insulin delivery on the pump.